Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right atrial (ra) lead exhibited non capture and rising and high undefined impedances. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.